Event description:
It is reported that ms-30 stem was revised due to septic loosening.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the united states. The MFR did not receive explanted devices, x-rays, article and lot number, or other source documents for review. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).